Event description:
It was reported that the customer passed away. The customer was wearing the pump at the time of death and the cause of their death was diabetes complications. No additional details were available.